Event description:
Patient with principal diagnosis of peripheral vascular disease, atrial flutter and chf (congestive heart failure) underwent cardioversion (B)(6) 2002, with insertion of temporary pacemaker system. On (B)(6) 2002, patient complained of palpitations. Nurse found external pacer with the protective plastic cover in the down position and the heart rate dial at 180bpm (beats per minute). Patient displaced the cover inadvertently while repositioning self in bed. Pacer was reset to correct setting and patient was without complications. Permanent pacer placed the same day.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device which may involve intermittent performance of certain pacing functions. The initial report was originally submitted under report (B)(4) from a legacy system. Due to system limitations, this supplemental report could not be linked to the initially submitted report.